Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from (B)(6): "I was recently made aware that there has been another incident where a nurse overdosed a patient using the sapphire device. The issue is related to the nurse not modifying the previous programming parameters after hanging a new bag of narcotic with a different concentration. More information to follow. Pump treatment information:unk. Type of drug:unk. Delay in therapy:unknown. Need for medical intervention:unknown. Human harm: no. Death or serious injury: no. Additional information: on (B)(6) 2016 client was prescribed hydromorphone 1mg/ml. On (B)(6) 2016 client was prescribed hydromorphone 2mg/ml --- this was to be used after the 1mg/ml bag was finished; due to concerns from (B)(6) of absorption from too much volume @ 1mg/ml. On (B)(6) 2016: in the afternoon, the visiting nurse calls to request a new bag sent out; I happen to take the phone call and mention the new bag will have a different concentration => pump has to be reprogrammed. When sending out the final product, a pump reprogramming sheet was taped to the front of the medication bag, with alerts to the change. On (B)(6) 2016: around noon, the visiting nurse calls (I don't know the same one from the day before) to ask for directions on how to reprogram the pump for the new concentration. In walking her through it, she mentions the 2mg/ml bag had been hanging since yesterday and there were 209ml left (out of 244). Therefore, the patient received 35ml of 2mg/ml (ie. 70mg of hydromorphone), instead of 35mg. I don't know if the rate and bolus had been updated the night before, but the difference was minimal (old rx: 1.3mg/hr with 1.3mg bolus; new rx: 1.4mg/hr with 1.2mg bolus) on (B)(6) 2016: a couple of hours prior to the nurse's phone call, the physician's office requested a copy of the rx, so perhaps he is aware of the mishap. What software version is installed on the device: 13.2 . What were the treatment settings: pca &#63496;hydromorphone 1mg/ml and hydromorphone 2mg/ml. Rate: see above; vtbi: see above; time: (B)(6).; mode: pca. What was the pressure (occlusion) sensor setting (0.4-1.2 bar): 17.4 psi. Administration set used (type and lot number): ap 423 . What catheter was used (size of catheter, type, catalog number, manufacturer, etc.): subcutaneous catheter (bd intrasite &#63538;2 or 24 gauge). What drug was administered during the event: hydromorphone . Priming method (manual / with pump): with pump. What volume was used for prime: approx. 7 ml. What was the initial bag volume: 100 ml. Please describe the deviation between the programed and actual given treatment: see above. Is the vtbi different? What is the deviation between the programed vtbi and the actual volume left: na, what was the volume left in the bag: 209 ml."